Event description:
Injector machine was brought to the room to use during an ir procedure. Machine would not power on. Manufacturer response for power injector, acist cvi ¿ contrast delivery injector (per site reporter). Machine has been at end of life for many years now. Manufacturer is aware. Machine is no longer under warranty due to its age. No parts are available to make repairs.